Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. ¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump had alarmed with a ¿no disposable¿ message. The alarm was silenced, and the settings were reviewed. Despite this, the pump continued beeping. The patient was instructed to clamp the tubing, and the cassette was removed. The cassette tubing was massaged and tapped on a hard surface. The cassette was reattached, and the tubing was unclamped. The infusion was restarted, and the pump began running. However, the pump continued to double beep despite displaying ¿run¿ on the screen. The patient reported noticing a significant amount of air bubbles in the tubing. Shortly after, the ¿no disposable¿ alarm returned. The pump was powered down, and the patient stated he would contact the clinic for further instructions. Pump settings had been reviewed, showing a residual volume of 21.8 ml, an infusion rate of 2.5 ml/hr, and a total volume given of 228.25 ml. No patient harm had been reported. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.